Event description:
It was reported that the actual residual volume was greater than the expected residual volume. The drug was not leaving the pump. It was reported that the patient had a recent period of time that withdrawal symptoms were experienced that were described as ¿jouncing¿. A dye study was performed on day of report and it was noted that the dye was in the intrathecal space. The logs showed no motor stalls. It was reported that the exact discrepancies were unknown but the healthcare provider indicated ¿definitely more volume in the reservoir than what they expected¿. The reporter stated that the volume discrepancy ¿could have been related to human-error when they refilled the pump or positional kinking¿. The plan was to monitor the patient symptoms and the patient was to update the healthcare provider with changes. Dilaudid and marcaine were the medication in the pump. It was later reported that the healthcare provider decided not to take further action but to continue monitoring patient due to unremarkable results from the dye study.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).